Event description:
It was reported that during percutaneous peripheral intervention procedure a balloon rupture occurred. The 90% stenosed and calcified target lesion was located in the moderately tortuous superficial femoral artery. A 5.0mmx40mmx135cm (4f) sterling balloon catheter was selected and advanced to treat the target lesion. During dilatation of the lesion, the balloon ruptured at 10 atmospheres. The number of inflations and to what atmospheres is unknown. The procedure was completed with another of the same device. No complications were reported and patient's status is good.

Manufacturer narrative:
Age at time of event: 18 yrs or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).